Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced due to occurrences of the false downstream occlusion error. A review of the event history log revealed 'upstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream sensor. The ultrasonic sensor requires replacement to address this issue. During evaluation the device had downstream occlusion error. A review of the event history log identified 'downstream occlusion!' Messages. The cause was identified to be an out of specification force sensor pressure reading. The force sensor no- tube requires calibration to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.